Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product tfnt30-60 that is sold in the united states under (PMA/510(k) # p040020. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was damaged. The surgery completed with replacement lens. The lens was exchanged for same lens model during the initial procedure. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in d.4. Additional information provided in h.3. , h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the (instructions for use) IFU. The viscoelastic indicated is not qualified for the lens/monarch combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).